Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between october 7-8, 2024. H11: the eight devices were received for evaluation. Visual inspection was performed on the samples, and leak was noted inside the bags that contained the samples. The slide clamp and blue winged luer cap was identified to be unclosed on the tubing line. A functional leak test was performed on the samples, and no signs of leak were observed. The reported condition was verified. The cause of the condition was determined to be user related. The product label (IFU, instructions for use) indicates to close the slide clamp and replace the winged luer cap onto the distal end luer lock and to ensure that the winged luer cap is securely connected after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) small volume intermates completely leaked into the bags which resulted in "dried up and salty residue". The issue was noticed prior to patient use. The devices were filled with 0.9% 80ml sodium chloride (nacl). There was no patient involvement. No additional information is available.